Event description:
The manufacturer became aware of an allegation of everflo intl that the device burst sieve beds and burn in out. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.